Manufacturer narrative:
This product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing impedance measurements greater than 2,000 ohms with no capture. Technical services (ts) discussed this was a lead issue or a connection issue. Additional information indicated that the patient is in atrial fibrillation (af) and the device was reprogrammed to pace and sense in the ventricle and inhibit pacing (vvi). Subsequent information received that this lead further exhibited noise, intermittent low and high impedance measurements, low p wave, non-detection and was alleged to be fractured however, it looked good under x-ray and fluoroscopy. A surgical intervention was performed and when this lead was tested through pacing system analyzer (psa), it yielded high impedance measurements. The lead was checked to make sure it was in the header and connection was good. Hence, this ra lead was surgically abandoned in the patient and was successfully replaced. No additional adverse patient effects were reported.